Event description:
Healthcare professional reported left side rupture and swollen lymph nodes (unknown if related to device). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Healthcare professional reported left side rupture and swollen lymph nodes. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, a curved opening, and a fold creases. A microscopic analysis was performed which identified some wear abrasion, a curved sharp opening on the posterior side in the same location of a crease assessed as a fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.